Manufacturer narrative:
(B)(4).

Event description:
New information received stating the lens was removed from the patients eye.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in this lot. Investigation has been completed based on current information. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A customer reported calcification of an intraocular lens (iol) right eye that was implanted in a patient 11 years ago. The patient was doing well for several years but now has started complaining of poor vision. The patient has been seen by two consultants prior to her visit. There was suspicion that the patients vitreous may have caused problems on the right side. The patient had vitrectomy surgery and this had made no difference. There are two (2) reports for this facility and patient. This record is for the right eye of the patient. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in an unknown liquid. Areas of yag laser damage can be observed across the center of the optic. The lens was cleaned lphse. There is a scuff mark near the optic edge. The lens appears clear. The optical resolution is acceptable; lens meets specification for focal length equaling a 34.0 diopter. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the report of calcification cannot be determined. The returned lens was evaluated. Areas of yag laser damage can be observed across the center of the optic. The lens appears clear. The optical resolution is acceptable; lens meets specification for focal length equaling a 34.0 diopter. The manufacturer internal reference number is: (B)(4).